Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported and depicted with a photo that a black colored stain was found on the dressing prior to use. No patient involvement was reported.

Manufacturer narrative:
One unused sample was returned on august 19, 2015. On august 24, 2015 review of the one sachet that was returned showing evidence of 'stains' on the middle of the dressing; this did not comply with specification. On visual inspection this was found not to be caused by hygiene issues but by a buildup of fibre. Investigation has been based on batch history record review. Batch records have been reviewed; all required specification were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. After review of the returned product and detailed batch review, a discrepancy was found. This warrants further action and a nonconformance was opened previously. This complaint will be closed as the investigation has been completed of nonconformance. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
A photograph of the product was provided and confirmed evidence of stains on the dressing. This does not comply to specification. As previously reported, a non-conformance has been raised for this issue. A CAPA was also been initiated and has since been closed. The root cause of the stain was determined to be a build up of fiber and fiber residue produced by a breakdown of the fiber during the manufacturing process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).